Manufacturer narrative:
(B)(4) h6 : mechanical (g04) - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure, a drill from the instrument set broke. Following the procedure, a metal foreign body appeared on the post-op x-ray. The patient retained a foreign body from the broken instrument. The patient was revised approximately 6 weeks post-op to remove the metal piece. Attempts have been made and all available information has been provided.